Manufacturer narrative:
H3: product analysis found that visually, the product was received in a small plastic bag (ziploc bag). There was no damage noted in the construction of the handle or the probe, and no traces of contamination. Electrically, the connection resistance of the cable assembly shall be less than 5.0 ohms and the actual measurement was 1.6 ohms which was in specification. Functionally, the probe tip was secured into the handle and connected to the nim system. The system was set up at 1.0ma stimulating current and a 100¿v threshold and, while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200¿v. The probe button worked properly as intended increasing and decreasing the current. The snapshot was also taken when button was pressed inward. There were no issues found during the functional test. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during thyroid surgery, nim response was not observed. No response even when the probe was replaced. Sound suggesting "no response" was occurring and no change in current value. Green check marks were displayed on the screen. There was no known patient impact.

Manufacturer narrative:
B5: additional information received stating when the current is delivered, there was a sound even though nim did not respond even after the probe was replaced. The sound of being energized was ringing. The current value showed on the screen was 1.0ma. The reported product was continued to be used and the procedure was completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid surgery, nim response was not observed. No response even when the probe was replaced with a spare. Sound suggesting "no response" was occurring and no change in current value. Green check marks were displayed on the screen. There was no known patient impact. Additional information received stating when the current is delivered, there was a sound even though nim did not respond even after the probe was replaced. The sound of being energized was ringing. The current value showed on the screen was 1.0ma. The reported product was continued to be used and the procedure was completed.